Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially tested with the cobas liat generated sars-cov-2 positive results. The next day, new samples were collected and tested on the cobas 5800 which generated sars-cov-2 negative results. All results were reported to the patient and medical personnel. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
The observed discrepancy is most likely due to the samples being a weak positive for the sars-cov-2 target. It is possible that the sensitivity of the two assays did not correlate and resulted in the discrepant results. This is a sample-specific issue and the reagent is performing as expected. Additionally, sample to sample variability can occur due to: when the sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how the sample was stored prior to testing (sample degradation); or inadequate sample collection. The provided data did not show any signs of abnormalities. These appear to be true positive results. Note, the CT values generated (32 and 33) for the samples indicate that these were low level positive samples.